Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Multiple internal insulation abrasions were found between 7.4 to 25cm from the distal tip. No conductor etfe coating damage was found at the abrasion regions.